Manufacturer narrative:
The cannula accessory was returned and evaluated. The cannula failed the functional test. The cannula failed an in-house obturator test using a blunt obturator. The obturator was unable to travel through the entire length of the cannula. Failure analysis concluded that the functional test damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the functional test damage if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the cannula accessory failed the obturator test. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.